Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).

Event description:
It was reported that a patient got a new device in (B)(6) 2013 and it still wasn¿t working right. No symptoms, interventions, or outcome were reported regarding this event. No additional information was able to be obtained. If additional information is received, a follow-up report will be sent. See MFR. Report #3007566237-2015-00670 regarding the patient¿s previous device not working right.